Event description:
It was reported that a pt sustained a fractured toe while being setup for a scan on the millenium vg system. The pt was transferred to the emergency room where the pt received an x-ray and medical treatment. The pt was then sent home. During the scan setup, the pt was positioned on the table in the prone position with feet first. According to the site, the pt's foot protruded out of the table limits as the table was being moved into the gantry, thereby causing the pt's toe to get pinched between the pallet and its stationary support. At this time, it was reported that the operator was not monitoring the pt after initiating the table motion. The operator heard the pt cried out and stopped the table motion.

Manufacturer narrative:
Investigation revealed that the reported event did not originate from a system malfunction. The report indicated that the pt was not being monitored after initiating the table motion. The system's operator manual instructs the operator to ensure that the pt's hands and legs do not protrude beyond the limits of the pt table. The manual also directs the operator to monitor the pt and his/her position at all times during scan procedures. Furthermore, the system provides an optional "leg support" accessory. The accessory is sued as an extension of the pallet that prevents feet protrusion out of the table limits. The operator manual instructs operators regarding the availability and use of this accessory. The site had this accessory, but it was not used during the scan. Based on the results of the investigation, the event occurred as a result of improper pt positioning and monitoring, as well as failure to use the leg support accessory as needed to prevent leg protrusion.